Manufacturer narrative:
(B)(4). Refer to medwatch #3007284313-2017-00129 sent regarding the events from (B)(6) 2017. Patient medications - nebivolol, olmesartan, simvastatin, tramadol, apixadan, aspirin, carvedilol, clopidogrel, calcium blockers, finasteride, and furosemide. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis trunk-ipsilateral leg component. It was reported that during the procedure, there was difficulty cannulating the trunk, so the patient was converted to an aorto-uni-iliac bypass on the right side, and a femoral-femoral bypass was performed to ensure blood flow to the left side. It was reported the left side was not ligated during the procedure. The patient tolerated the procedure. On (B)(6) 2017, the patient presented to the hospital, and follow up imaging showed aneurysm enlargement from 9.5 cm to 12 cm. It was reported there was evidence of a type ii endoleak from the non-ligated left common iliac artery (lcia), which reportedly caused the aneurysm to pressurize and increase in size. It was further reported that due to the growth in aneurysm size, the right common iliac artery grew, resulting in a distal type I endoleak on the right side. The same day, an intervention was performed to treat the endoleaks. It was reported that on the right side, a contralateral leg component was implanted into the existing trunk for extension into the right external iliac artery. After the device was ballooned, angiography reportedly showed good seal and resolution of the distal type I endoleak. It was reported that on the left side, a second contralateral leg component was implanted into the lcia, separate from the trunk. An amplatzer plug and three ruby coils were then implanted inside the plc271000 to embolize the lcia. Angiography reportedly showed resolution of the type ii endoleak with distal flow reestablished. The procedure was concluded, and the patient tolerated the procedure.